Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the radio frequency identification data was not accurate. However, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the findings in b5, evaluation found the following: the light guide connector was deformed, the coating on the video cable was peeled off, the connecting tube was corrugated, bending section cover or distal sheath adhesive was detached, the light guide bundle was abnormal, the gap on the upward and downward angulation control knob was out of standards due to the worn angle-wire, and angulation in the up direction was out of standards due to the worn angle-wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had leakage from the suction channel. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no delay in the procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the radio frequency identification data was inaccurate. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.